Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (does not charge) was confirmed. As received, the charger was resetting. Upon evaluation, the l600 and l602 inductors were shorted. The cause of the resets is the shorted inductors. The root cause of the shorted inductors cannot be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a battery charger indicating that it was resetting.